Manufacturer narrative:
MFR reference number: (B)(4). Baxter is currently evaluating this device. A supplemental will be submitted when the device eval is complete.

Event description:
It was reported that a device alarmed for constant air in line messages. There was no patient injury.